Event description:
It was reported that a leak was observed outside the bladder of a small volume folfusor after filling it with fluorouracil (non-baxter product). There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13h048 was manufactured august 14, 2013 - august 16, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.